Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device a crack in the return tube was found to be leaking water and there were multiple internal components damaged. Once the main pcb and return tube were replaced, the issue was resolved. These components were determined to be the fault of the customer's reported issues. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was not increasing in temperature within the time frame and it was leaking when running. There was no reported adverse events.